Manufacturer narrative:
Ethnicity - requested, not provided, race - requested, not provided, implanted date: device was not implanted, explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. A review of the device history record of the product code/lot# combination was conducted with no findings. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported the footplate did not set correctly. When the device was pulled back the anchor came through the tract and angio-seal did not deploy correctly. Pressure was held for two hours to achieve hemostasis. The patient is fine now, and the procedure was successful.